Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported the catheter was being placed into the pt's left internal jugular. The right is usually used, however, the pt had a chemo port in place. The guidewire was threaded through the needle, but some resistent was felt. The clinician was unable to advance the wire, so he normally pulls back and re-inserts to try again. At which time, he still felt resistance in the vein, so he removed the needle and the wire, but had to tug. He identified a thin wire coil hanging out of the vessel. He pulled on that and it gave, but was concerned that a piece had broken off. He used fluoro and thought he saw something. The pt was taken to interventional radiology immediately where the wire was identified and removed. Anesthesia believes that the coil portion of the wire became caught at the tip of the needle which caused resistance and cut or dislodged the coil from the core wire. Follow up info received on (B)(4) 2012, states a 6 fr atrieve snare device was used for the retrieval. Surgery was cancelled for the pt and has been rescheduled, so no, there were no other attempts to place a line that day.